Manufacturer narrative:
Samples were not received for the investigation. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
As reported by ecri, an anonymous ecri member reported that there was staff member needle stick injury with a used needle due to the safety does not engage all the way, so the tip of the needle is still exposed. It will click making you think it's locked and fully over the needle when it isn't. It is also extremely flimsy. The needle feels as if the safety is fully engaged but a small part of the needle remains unsheathed. They also noticed if the safety is pushed further to attempt to engage more, the needle begins to bend. Additional information received on (B)(6) 2023 stated that no first aid interventions needed, hand wash only. Labs were ordered. Blood/body fluid exposure (bbfe protocol) included rapid hiv-1, hiv-2, hep b and hep c and all resulted negative.